Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they began seeing a doctor for an irritated throat and insomnia. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention to preclude a life-threatening injury or permanent impairment. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In the previous report, "serious injury" was selected as the type of reported complaint (box h: device manufacturers). It has been corrected on this complaint and "product problem" has been selected.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they began seeing a doctor for an irritated throat and insomnia. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention to preclude a life-threatening injury or permanent impairment. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.